Manufacturer narrative:
(B)(4).

Event description:
It was reported that the serial data cable port of a physician's tablet was broken. The tablet was received by the manufacturer for analysis which is underway but has not been completed to-date. Additional relevant information has not been received to-date.

Event description:
Analysis was completed on the returned tablet. During the analysis, it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. Once a temporary usb port was attached to the tablet main board interrogation and diagnostic tests were performed successfully with no observed anomalies. No further anomalies were identified.